Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that the occlusion balloon material was baggy and cloudy indicating use. Closer examination of the occlusion balloon material revealed signs of stress on both the proximal and distal shrink material. The extension wire was engaged in the hypotube and slightly bent at the joint. Closer examination of the material revealed a tear measuring approximately 1.3cm in length, the tear is noted on the proximal side of the balloon material. An inflation/deflation test was performed and leaking from the material was noted. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for deflated. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician attempted proximal protection using three occlusion balloon catheters. One of the occlusion balloon catheters was inserted and advanced to external carotid artery (eca), the second occlusion balloon was inserted and was advanced in to internal carotid artery (ica) and third occlusion balloon was inserted and advance in to common carotid artery (cca). The physician then inserted and deployed a stent to the target lesion. The physician inserted the aspiration catheter and attempted to aspirate the vessel and one of the occlusion balloon deflated unexpectedly. The physician completed the procedure without any issues. The actual device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.